Event description:
It was reported that leakage was happening when flushing the catheter at the insertion site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause could not be determined. One 4fr double lumen powerpicc sv was returned for evaluation. An initial visual observation revealed use residue on the sample. The clamps were observed to not be engaged. A functional testing of flushing with water using a 12ml syringe was performed. A leak was observed just distal to the molded joint while flushing the red lumen. Microscopic observation of the leak site revealed a small split. The edges of the split, as well as the fracture surface, were observed to be irregular and rough. Additionally, small, surface indentations were observed in the vicinity of the split. Possible origins for the reported failure are compression or instrument damage; however, based on the available evidence, the exact cause of the split could not be determined. This complaint will be recorded for future trending and monitoring purposes.